Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. In this case, the patient went into complete heart block and ventricular fibrillation shortly after implant of the aortic bioprosthetic valve requiring pacing and cardioversion. The patient was reported to have expired. Based on the information received the cause cannot be conclusively determined. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient underwent complete heart block post implantation of a 23mm aortic valve. As reported, shortly after arrival into the intensive care unit, the patient was shocked for ventricular fibrillation (vf) and went into complete heart block. On the same day, the patient went on acute kidney injury. The day after on post operative day one the patient went into cardiogenic shock and on post operative day two the patient started demonstrating signs of right sided heart failure. Cardiothoracic registrar had reported predominant right ventricle dysfunction, mild left ventricle dysfunction on multiple echos, presumed stunning after vf arrest, possibly embolic. As per additional information received from the site, the patient passed away on post operative day three. No other information was provided on cause of death.